Event description:
The customer reported that while the iabp was in use on a pt during transport, after ten minutes of running on battery, the iabp shut down. Iabp was plugged back into the ambulance power and the unit powered back up. Upon arrival at their destination, the iabp ran on battery power for thirty minutes, which was all that was needed and the iabp did not shut down. Therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. The customer told the company representative that he had found the battery release unlock when he picked up the unit. On (B)(6) 2013 the cus left the iabp plugged in overnight. The iabp was tested to factory specification. It functioned normally and was returned to service. (B)(4).